Event description:
Related to (B)(4) the hospital reported that halfway through an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery no longer worked. The generator was beeping and the toggle was engaged but it failed to cut/transect. It may have been related to the safety feature and the device was shut off to cool down. The customer checked the connections at the adapter and extension cord, power supply rebooted with no resolution. Then the vh-4000 was switched out with a new one and the second vh-4000 was used to completed the case. This during 2 endo-radials. A short delay while a second device needed to be opened to complete the case. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 12/08/2023. An investigation was conducted on 12/13/2023. A visual inspection was conducted. Two harvesting devices were returned, with one harvesting device inside the cannula. Signs of clinical use and evidence of charred material was observed on both harvesting devices. There were no visual defects observed on either of the harvesting devices or the cannula. An electrical evaluation was conducted on one harvesting device. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An electrical evaluation was conducted on one harvesting device that was returned inside the cannula . A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released based on the returned condition of the devices, as well as the evaluation results, the reported failure "electrical /electronic property problem¿" were not confirmed for both returned devices. The lot # 3000346931 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.